Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a training/in-service session, the thermogard xp ivtm system (sn (B)(6)) did not detect the air trap chamber. No further information was provided. No patient involvement.